Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had act, esc, and up and down buttons required a lot of pressure to work to the point where it was painful. Customer stated that insulin pump takes longer to rewind and squirting insulin when priming. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that insulin pump battery life was down to 2 weeks. Customer stated the buttons on the insulin pump are not responsive. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.